Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced with a new system. It was considered that the previous cuff was placed too distal so the new component was placed more proximally. The explanted cuff was working but it was not tight enough due to a possible urethral atrophy. The patient was expected to fully recover following the procedure.